Event description:
It was reported that using a femoral artery access approach during a procedure of the mildly calcified, moderately tortuous, eccentric, 99% stenosed, mid left anterior descending (lad) artery, after pre-dilatation with a 1.5 x 8 mm unspecified balloon dilatation catheter (bdc) the 3.5 x 18 mm xience prime stent delivery system (sds) was deployed, however, a distal edge dissection was noted. A 3.5 x 18 mm xience prime was used as treatment without issue. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the anatomy. There was no reported device malfunction and the stent delivery system (sds) was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known adverse patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.